Manufacturer narrative:
The manufacturer investigation was based on the reported event description as a log file was not available. The reported error message 88.022 does not exist for the savina 300, however a similar error code 88.0002 corresponds with the reported deviation. This error code can be attributed to a temporary deviation within the electronic system which causes a software controlled restart as a specified reaction in order to solve the issue. This restart was noticed by the user as a black screen as the device turns off and on again. In case of a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. It was confirmed by the user report that the ventilator went back to normal after restarting. The savina 300 reacted to a deviation within the electronic system as specified and posted a high priority alarm. The root cause for the restart is a software bug that has been fixed within a software version released in (B)(4) 2015. No information was available regarding the software version of the affected device. As it was manufactured prior the release of a software version which addresses the issue, it is likely that the device is still equipped with the original software. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use the device suddenly had a black screen with a red alarm light. Shortly after, the screen went back to normal but showed the error message 88.022 with a red alarm light. The patient was training his weaning from mechanical ventilation, no injury reported.